Event description:
It was reported the pt's ipg is inoperable due to the pt not recharging. It was also reported the ipg was not communicating with the programmer or charger. As a result, the pt's ipg was explanted and replaced.

Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.